Event description:
Facility reported to anspach service and repair: the 530.100 (power drive) will not work even with a completely charged battery. Facility reported the event occurred during unknown surgical procedure. Procedure was delayed less than 5 minutes while another device was obtained. Procedure was completed with no further problem, no harm to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The lot number for this device cannot be verified as a synthes lot number. The reporters complaint that this device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes an unusual noise. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)